Event description:
According to the available information the bladder catheter was found out of the bladder. A big tear in the balloon was found. A new bladder was placed.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.